Manufacturer narrative:
Product event summary: (B)(4) - the partial lead was returned in segments, analyzed and the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. The outer insulation of the lead developed cosmetic mio (metal ion oxidation) while in vivo, and cosmetic esc (environmental stress cracking) while in vivo. Visual analysis found both insulations breached/in-vivo and these breached insulations did contribute to the report of oversensing. There was no conductor fracture observed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4524 implantable pacing lead (B)(6) 2002; kdr901 implantable pulse generator (ipg) (B)(6) 2002. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead and right ventricular (rv) lead both had polarity switches and oversensing and noice were seen on an electrogram. Lead fractures on both leads were suspected. The ra and rv leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.